Event description:
It was alleged that a male patient was being warmed during surgery using a warming unit and warming blanket during reconstruction of tibia to the right leg following a crash. The surgery was 6 hours and 30 minutes. At the awakening of the patient, pain was experienced in his left arm. There was a third degree burn on the inside the left arm. The patient required the administration of morphine. The patient required a skin graft procedure on (B)(6) 2014 to aid in the healing of the burn. The burn was near the insertion area of the warming unit hose and hose port of the blanket. It was not reported that the warming unit gave any alarm, so overheating by the warming unit was excluded. The burn appeared to be caused by the hose being inserted too far into the blanket.

Manufacturer narrative:
Conclusion was reached based on the review of photo's of the injury. Instructions provide illustrations how to connect hose to the blanket. The used blanket was not preserved by the hospital.